Event description:
Pt underwent radical prostatectomy and was discharged with foley in place. Pt returned to have foley removed. Balloon was deflated and physician was unable to remove foley catheter. Pt was sent home with instructions that catheter would fall out. Approximately 5-6 days later pt pulled on catheter and foley was removed. Balloon on foley did not completely deflate with all water removed from the balloon.